Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had detached/broken off from the infusion site. We are unable to confirm the detached cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient developed pain and swelling at the insertion site several days after the pod was removed. It was discovered the cannula had detached from the pod and was still inside patient's body. No medical treatment was sought related to this issue.